Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received a supplemental form will be completed.

Event description:
It was reported that the customer attempted to deliver a bolus via the wake button, and the pump registered 2 button presses when it was only pressed once. Customer was able to cancel the request and request the correct amount. There was no impact to customer's blood glucose level.